Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient fell from her bicycle on her right hip and felt pain in her left hip. For the 2nd time a broken pe liner after pinnacle implantation.

Manufacturer narrative:
Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The complaint shall be closed with an undeterminable cause. Should further information become available then the complaint may be investigated further.